Manufacturer narrative:
The implicated product is a 4.2 fr. Single lumen pediatric catheter with in a basic tray. The product received for evaluation is a 4.2 fr. Catheter measuring 12.85 inches long. A non-specific residue impregnatedcuff begins 8.1 inches from the proximal end. A single monofilament suture is loosely knotted around the catheter proximal to the cuff. A lot history review reveals no related mfg issues and no other complaints for this lot. Tactual exam is remarkable for numerous impressions in the clamping sleeve as a result of repeated clamping of the occlusion clamp. Additionally, an annular ring is palpable .4 inches from the distal tip. Patency is demonstrated by flushingand aspirating water through the catheter with a 12cc syringe. Leak testing is accomplished by occluding the catheter's distal tip with an atraumatic, fine tipped forcep and hydraulically pressurizing the catheter's distal tip with an atraumatic, fine tipped forcep and hydraulically pressurizing the catheter to sustained pressures greater than 25 psi. Multiple small leaks are noted emanating from the annular ring near the distal tip. No other leaks are found. Nine power magnification of the annular ring reveals two small perforations. The holes have irregular edges and rough walls. The nearness of the annular ring to the distal tip suggests it is thr result of a suture "tag" line secured to the catheter to assist the user in device placement. The holes are located in a straight line following the ring's circumference indicating the damage may have resulted when excessive tension was applied to the "tag" line, cutting through the outer diameter. The catheter's distal tip has even, well-defined edges with a flat, striated face. This is evidence the catheter was cut-to-length by the user with a scalpel or other sharp instrument. Under 32x magnification, a small non-penetrating slit is found less than .1 inch proximal of the cuff. The slit is situated nearly perpendicular to the long horizontal axis and has irregular edges with rough, granular walls. The type and location of damage, combined with the close proximity of a suture, suggests the slit resulted from tension applied on the catheter as the suture was secured. Fibers similar to the cuff are tangled in the suture indicating it was placed in or near the cuff as an added anchoring device. The complaint of subcutaneous leakage is confirmed. While no leaks could be found which would potentially include the exit site, the holes located in the annular ring at the catheter's distal tip in conjunction with a positive leak test, confirm a subcutaneous leak. The product instructions for use provides instructions on catheter placement utilizing a tunneler and subsequent tailoring of catheter length. The instructions for use also directs care be taken in closing venipuncture sites to preclude damage to the catheter.